Event description:
It was reported to boston scientific corporation that a wallstent rx biliary stent with permalume was implanted in the head of the pancreas during an endoscopic retrograde cholangiopancreatography (ercp) with stent implantation procedure performed on (B)(6) 2014. According to the complainant, the stent was implanted to treat a 5 cm malignant stricture due to pancreatic cancer and for drainage of the common bile duct. Reportedly, the patient¿s anatomy was not tortuous and was dilated with a fr. 10 dilator. Approximately one month post-procedure, the patient presented with pain and bleeding. An x-ray was performed and the physician confirmed that the stent had migrated to the colon. An investigative colonoscopy was performed and the bleeding and pain were resolved. The physician attempted to remove the stent endoscopically but was unsuccessful. The stent remains within the colon and the physician plans to remove it at a later date. The physician implanted another stent to cover the malignant stricture.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4) for the reported event of stent migration. (B)(4) for the reported event of stent difficult to remove. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.